Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified solution while attached to an unspecified primary tubing set. After an unspecified length of time in use, the customer contact noted no flow from the secondary tubing set. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.